Manufacturer narrative:
Follow-up information received on 18-apr-2016: quality-safety evaluation of product technical complaint: the bayer reference number for the ptc report is (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect. The reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Follow up information received on 26-apr-2016: uterine/fallopian tube perforation questionnaire was received undeliverable. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and approximately 5 years later it was found that essure was protruding from fallopian tube/ perforation. She underwent a total hysterectomy and essure was removed. This event, interpreted as fallopian tube perforation, is serious due to medical significance and listed in the reference safety information for essure. Uterine/ fallopian tube perforation may occur with trans-cervical intrauterine procedures. In the present case, the exact date and mechanism of the fallopian tube perforation was not reported. The patient complained of pelvic pain and it was found that essure was protruding from fallopian tube (perforation). Given the nature of this event, a causal relationship with essure cannot be excluded. This case was regarded as incident since a device removal was required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Further information (perforation questionnaire) is expected.

Manufacturer narrative:
Follow-up received on 27-jun-2016. Quality-safety evaluation of ptc: (B)(4). Lot number 761613 (production date jul-2010; expiration date jul-2013). In this case no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and approximately 5 years later it was found that essure was protruding from fallopian tube/ perforation. She underwent a total hysterectomy and essure was removed. This event, interpreted as fallopian tube perforation, is serious due to medical significance and listed in the reference safety information for essure. Uterine/ fallopian tube perforation may occur with trans-cervical intrauterine procedures. In the present case, the exact date and mechanism of the fallopian tube perforation were not reported. The patient complained of pelvic pain and it was found that essure was protruding from fallopian tube (perforation). Given the nature of this event, a causal relationship with essure cannot be excluded. This case was regarded as incident since a device removal was required. A review of the manufacturing batch record was conducted and product technical complaint (ptc) analysis concluded that as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. No further information is expected.

Manufacturer narrative:
Follow-up received on 02-jun-2016. Perforation questionnaire received by health care professional: physician updated the patient's personal date. Her weight was reported as (B)(6) and height (B)(6) (overweight). Patient's previous gynecological history: gravida 2, para 2, no spontaneous abortion, elective or therapeutic abortion, c-section, neither ectopic pregnancy. At time of essure insertion (lot number 761613) on (B)(6) 2011, patient was in the follicular phase and using oral contraceptives. The first day of last menstrual period before insertion was on (B)(6) 2011. Her last delivery was not a cesarean section and she was not breastfeeding. At time of insertion analgesia was done with paracervical block, lidocaine and toradol intramuscular. The insertion and the visualization of the tubal ostium were considered easy, with no fluid loss more than 1500cc during hysteroscopy. The procedure did not take more than 20 minutes. There were no abnormal findings and no complaints immediately after insertion. The hysterosalpingogram was done to confirm essure placement on (B)(6) 2012 and tubes were occluded. A second confirmation test was not done. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and approximately 5 years later it was found that essure was protruding from fallopian tube/ perforation. She underwent a total hysterectomy and essure was removed. This event, interpreted as fallopian tube perforation, is serious due to medical significance and listed in the reference safety information for essure. Uterine/ fallopian tube perforation may occur with trans-cervical intrauterine procedures. In the present case, the exact date and mechanism of the fallopian tube perforation were not reported. The patient complained of pelvic pain and it was found that essure was protruding from fallopian tube (perforation). Given the nature of this event, a causal relationship with essure cannot be excluded. This case was regarded as incident since a device removal was required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Updated ptc results (with lot number) is expected.

Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6)-2016 which refers to a (B)(6)-year-old female patient who had essure (fallopian tube occlusion insert) inserted in 2011, for contraception. On (B)(6)-2016 the patient came in to the physicians office complaining of pelvic pain. The essure was protruding from fallopian tube (perforation). She was taken in for a total hysterectomy on (B)(6)-2016 and essure was removed. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and approximately 5 years later it was found that essure was protruding from fallopian tube/ perforation. She underwent a total hysterectomy and essure was removed. This event, interpreted as fallopian tube perforation, is serious due to medical significance and listed in the reference safety information for essure. Uterine/ fallopian tube perforation may occur with trans-cervical intrauterine procedures. In the present case, the exact date and mechanism of the fallopian tube perforation was not reported. The patient complained of pelvic pain and it was found that essure was protruding from fallopian tube (perforation). Given the nature of this event, a causal relationship with essure cannot be excluded. This case was regarded as incident since a device removal was required. A product technical analysis and further information (perforation questionnaire) are expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.